Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Agent reported that a patient catheter and pump were replaced. Additional communication confirmed that the physician tried aspirating from the catheter directly as well as trying to aspirate through the cap. Both were unsuccessful. Physician replaced the catheter and decided to replace the pump too. No dye study was performed, and it was alleged that the patient wasn't getting adequate pain relief. The catheter and pump were discarded.